Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for this complaint device could not be reviewed. The root cause is unable to be determined.

Event description:
It was reported that multiple blockers pulled out. The surgeon was reported to be experienced with the surgical technique of the device. No additional information will be received regarding this event.